Manufacturer narrative:
(B)(4). Report source: (B)(6). The reported product was returned and evaluated against the complaint. The monomer pouch was returned inside a poly bag. The pouch was stuck to the poly bag with a semi dried liquid. Upon removal, a puncture was found on one end of the pouch. Monomer pouch was examined for seal integrity. The seal appears to be uncompromised and the only area of damage is the single puncture. There wasn't any significant amount of monomer left in the pouch, only residue. The puncture is through the label and actually indented the bottom layer of the pouch and it is an inward puncture. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile package was damaged leading the monomer to leak. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.